Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. During the procedure, the tray could not be taken out from the package and was caught in the package. When the inside of the package was checked, a suture was coming off the tray and part of it was pressed between the aluminum package. Evaluation of the actual device revealed the suture was found trapped in the seal of the foil pack. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection was performed and the suture was found trapped in the left hand seal of the foil pack. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.